Event description:
The pump was explanted due to battery depletion. It was returned to the manufacturer for analysis.

Event description:
Additional information from the hcp reports the pt recovered without sequela